Manufacturer narrative:
This is one event (death) reported on the same patient involving three separate products and associated mdrs #1225714-2014-03986, 1225714-2014-04046 and 2937457-2014-00977.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on an unknown date in 2010 and subsequently expired after the use of the product.